Manufacturer narrative:
Product event summary: at analysis it was noted that the generator would not stay powered up on the tester unless the "on" or "emergency" buttons were held down. The main printed circuit board (pcb) was changed out for a troubleshooting one and the device then powered up and stayed on without holding down the buttons. It was further noted that the keyboard was damaged during repair. All found defective parts were replaced and all other identified issues were resolved. Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that the device would not stay on. The active current drain failure was confirmed. There was no signal from a transistor component. After the transistor was replaced, proper power-up operation resumed. Conclusion: confirmed power-up failure caused by a transistor component failure.

Event description:
The external pulse generator was returned for its test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.